Event description:
A report was received that the patient was experiencing low grade fever, redness and warmth at the battery incision site. The physician suspected infection. Antibiotics were prescribed. Infection has been improving. It was not known if the infection was device or procedure related.

Event description:
A report was received that the patient was experiencing low grade fever, redness and warmth at the battery incision site. The physician suspected infection. Antibiotics were prescribed. Infection has been improving. It was not known if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that no further information can be obtained about the infection. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing low grade fever, redness and warmth at the battery incision site. The physician suspected infection. Antibiotics were prescribed. Infection has been improving. It was not known if the infection was device or procedure related.

Manufacturer narrative:
Additional information was received that the patient stated that infection had been cleared.